Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the system or power pcba. However, the device could not be repaired as the replacement parts are no longer available. The customer was informed of the device's state and provided information on obtaining a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.